Event description:
In 2009, customer reports patient protime inr 3.1. Patient suffered a nose bleed and went to the hospital. Hospital inr 5.5. Patient was given 3 units of fresh frozen plasma. Patient was discharged. Patient therapeutic range 2.0 - 3.0 inr.

Manufacturer narrative:
Manufacturer's conclusion - manufacturer evaluation / investigation currently in process.